Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, scratched case, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No damage was noted on the display glass. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump act button was not fully responsive. The customer did not recall the blood glucose reading or any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.